Event description:
The customer reported a unit of red-tinged plasma that they believe was hemolyzed. During the first return cycle of an allogeneic platelet plasma donation procedure, the operator noticed the red-tinged plasma. The operator ended the procedure without rinseback. Per physician's order, renal panel, electrolytes, and ldh lab testing was requested and the results are pending. The donor is in healthy condition. The customer declined to provide patient's (donor) ID. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: a review of the lot for similar reports was carried out and none have been reported. Photos of the lrs chamber and the spun pre-sample were provided by the customer. The color of the spun pre-sample is indicative of lipemic plasma. Root cause: the root cause is the donor's pre-donation condition. There were no unusual signals in the data file that indicate any abnormalities during the procedure related to the reported hemolysis. The photo provided of the pre-spun sample indicates that the blood is not hemolyzed, but contains lipemic plasma, which has a different appearance than normal plasma.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) was reviewed and no unusual process variable was identified. The trima accel operated as intended. The trima accel system detected an rbc spillover during blood prime and triggered the ¿potential wbc contamination detected¿ alert. The procedure was ended by the operator 3 minutes later after a ¿draw pressure low¿ alert. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A terumo bct service technician visually inspected the device at the customer site. An autotest and saline run was successfully performed. Root cause: no definitive root cause could be determined. There were no unusual signals in the data file that indicate a cause for the reported hemolysis for this procedure. Possible causes include but are not limited to, a defective or kinked tubing set or a process error.